Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate due for a suspected atrial driven rhythm. Atp accelerated the patients rhythm and the shock terminated the patients rhythm. Technical services (ts) was consulted and discussed device programmed settings as well available programming options. The patients physician stated the patient was non compliant with medication and had substance abuse issues. This right ventricular (rv) lead was subsequently explanted per the patients request. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate due for a suspected atrial driven rhythm. Atp accelerated the patients rhythm and the shock terminated the patients rhythm. Technical services (ts) was consulted and discussed device programmed settings as well available programming options. The patients physician stated the patient was non compliant with medication and had substance abuse issues. This right ventricular (rv) lead was subsequently explanted per the patients request. No additional adverse patient effects were reported. The device has been returned and analyzed.